Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer were offline and powered off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the system tower drawers were powered off. A technical support specialist (tss) communicated with customer about drawers were being offline or powered off. The tss guided the customer through checking the power cable and switching drawers. The customer confirmed that the drawers were back online. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.